Manufacturer narrative:
(B)(4) the device will not be returned for analysis. However; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported the power inlet module was burnt and it burnt the power cord. The event timing was not during surgery. No patient involvement or harm. No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1954182.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1954182.